Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a third-party service center. Device error logs were successfully downloaded and reviewed. Evaluation identified a vent service required error associated with either a failed display backlight or a failure of the backlight driver on the display printed circuit assembly (pca). Review of the service documentation did not identify which specific component was replaced to address the issue. In addition, an unknown odor contamination was observed during the evaluation. A technical finding of display backlighting failure was also documented. Following the repair, the device passed final testing.

Manufacturer narrative:
The reported failure of a failed display backlight or a failure of the backlight driver on the display printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.